Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the cannula was unable to lock into the primed position. The device was disassembled and the left bumper was noted to be bent. Therefore, the investigation is confirmed for the identified cannula priming issues. However, the investigation will remain inconclusive for the alleged self-activation, as functional testing could not be completed due to the identified failure to prime. The identified bent bumper likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy in normal density tissue the first slide of the device allegedly self activated outside of the patient. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy in normal density tissue the first slide of the device allegedly self activated outside of the patient. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.